Manufacturer narrative:
This report is submitted on june 28, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to discomfort when wearing a helmet. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 4, 2022.